Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery alarm. Customer¿s blood glucose level was 160 mg/dl. Customer was assisted with troubleshooting but the insulin did not exit with the plunger push. Insulin pump will not be returned for analysis.